Event description:
It was reported that high threshold, sensing difficulty, and positioning difficulty were observed for this rv lead. The lead was removed and replaced after repositioning failed to give better impedance and thresholds. No patient complications were reported as a result of this incident.